Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked reservoir tube, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the area where reservoir is kept had cracked and fallen off. Troubleshooting performed on the damage. Customer was advised to disconnect from the insulin pump. Customer stated no knowledge of reasons for scratches. Insulin pump had minor scratches and broken piece. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.